Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple episodes of anti-tachycardia pacing and shocks for what appeared to be atrial fibrillation with rapid ventricular response. Lead measurements were stable. The ICD remains in service and no adverse patient effects were reported.